Manufacturer narrative:
On 21-dec-2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a rupture in the left breast implant. During the visual evaluation, the device was observed to be ruptured. Please note that the product evaluation lab couldn¿t identify a conclusion due to the specific nature of this rupture and insufficient paperwork. The evaluation was limited to non-destructive testing. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Information about the identity of the suspect medical device was received as well. It is a mentor memorygel breast implant 325cc gel breast prosthesis, catalog #3507325bc, lot #5691470, UDI, #(B)(4) PMA #p030053. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. On (B)(6) 2020, mentor received additional information about the event: - the patient identifier is (B)(4) - the patient dob is (B)(6) 1965. - the patient underwent a breast reconstruction revision with the suspect medical device. - the suspect medical device was the patient¿s left breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: breast prosthesis rupture. (B)(4).

Event description:
It was reported that a female patient underwent an unspecified breast surgery with an unspecified mentor gel breast prosthesis that ruptured after implantation. As a result, the patient underwent explantation on (B)(6) 2020.